Manufacturer narrative:
(B)(4). The returned device was visually inspected for outward, signs of misuse/abuse/neglect. The unit was inspected for cracks, wire frays, plastic case cracks/fractures, burn areas/wires, damaged power cord strain reliefs. No significant damage noted. The device was gently rotated and then lightly shaken to determine if any loose components might be moving around inside the plastic case. Nothing loose noted. The serial number was confirmed a match to the technical complaint number. On functional inspection, the device passed the initial power connect test, and the power-on self-test. The device displayed the correct temperatures and properly alarmed in the high temperature scenario. A device history record investigation did not show issues related to complaint. The complaint cannot be confirmed. Testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned.

Event description:
Customer alleges that the "heater turns itself off during operation". The reported event was detected during humidification use on a patient. The patient's condition was reported as unknown. There was no report of injury or medical intervention for the patient.